Event description:
It was reported that, during a cystoscopy, ureteroscopy with laser lithotripsy procedure, the fiber was used for one second and then broke. The pieces were removed, and a new fiber was opened. The procedure was completed using the second fiber without patient complications. It was noted that the nurse does not think any of the fiber pieces fell inside the patient. There is no further information.

Event description:
It was reported that, during a cystoscopy, ureteroscopy with laser lithotripsy procedure, the fiber was used for one second and then broke. The pieces were removed, and a new fiber was opened. The procedure was completed using the second fiber without patient complications. It was noted that the nurse does not think any of the fiber pieces fell inside the patient. There is no further information.